Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead has been showing an abnormal power consumption. Also, the lv lead showed low, out of range pacing values and thresholds significantly elevated. The physician was concerned about lv lead having moved or a possible dislodgement or pull back. The lv lead was reprogrammed in clinic to a different vector and the output decreased. Additionally, there are also presenting electrogram (egm) deflections on the lv channel seen but not sensed during atrial paced events. It appears that an lv lead revision is being planned but it was recommended to explant the crt-d as well. At this time both the crt-d and the lv lead have been explanted at a surgical intervention. The crt-d and the lv have been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead has been showing an abnormal power consumption. Also, the lv lead showed low, out of range pacing values and thresholds significantly elevated. The physician was concerned about lv lead having moved or a possible dislodgement or pull back. The lv lead was reprogrammed in clinic to a different vector and the output decreased. Additionally, there are also presenting electrogram (egm) deflections on the lv channel seen but not sensed during atrial paced events. It appears that an lv lead revision is being planned but it was recommended to explant the crt-d as well. At this time both the crt-d and the lv lead have been explanted at a surgical intervention. The crt-d and the lv have been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction of the h10 field, additional MFR narrative: the lead returned in two segments, severed ~60 mm from the terminal end. Visual inspection of the lead noted a corroded and discontinuous conductor coil. X-ray taken of the lead. The corrosion of the coil resulted in the complete separation of the coil and x-ray analysis confirmed that there was a lead coil break at the distal tip. The high capture thresholds and noisy signals allegations were confirmed, based on the finding of extensive corrosion of a conductor coil. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead has been showing an abnormal power consumption. Also, the lv lead showed low, out of range pacing values and thresholds significantly elevated. The physician was concerned about lv lead having moved or a possible dislodgement or pull back. The lv lead was reprogrammed in clinic to a different vector and the output decreased. Additionally, there are also presenting electrogram (egm) deflections on the lv channel seen but not sensed during atrial paced events. It appears that an lv lead revision is being planned but it was recommended to explant the crt-d as well. At this time both the crt-d and the lv lead have been explanted at a surgical intervention. The crt-d and the lv have been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead has been showing an abnormal power consumption. Also, the lv lead showed low, out of range pacing values and thresholds significantly elevated. The physician was concerned about lv lead having moved or a possible dislodgement or pull back. The lv lead was reprogrammed in clinic to a different vector and the output decreased. Additionally, there are also presenting electrogram (egm) deflections on the lv channel seen but not sensed during atrial paced events. It appears that an lv lead revision is being planned but it was recommended to explant the crt-d as well. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.